Event description:
Information received from the field notes loss of ventricular capture at a follow-up one day post implant. The physician observed a suspected perforation on a chest CT scan. The lead was repositioned and good numbers were reported. The patient was pacemaker dependent.